Manufacturer narrative:
H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary. Product damage (cannula kink): the cause of the cannula kink was most likely related to challenging patient anatomy. Unable to deliver or advance: the cause of the delivery issue was most likely related to cannula kink, which occurred due to challenging patient anatomy.

Manufacturer narrative:
D9 updated; the product has been returned for investigation.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding the unable to deliver or advance: the cause of the delivery issue was most likely related to challenging patient anatomy. Product damage (cannula kink): the cause of the cannula kink was most likely related to challenging patient anatomy; however, the exact product damage could not be verified without returned product investigation. The pump and introducer were not returned for investigation. Data log review was not required for this case. Clinical details indicate that the impella cp c9+ was advanced through a peel-away sheath into the right axillary artery, but final placement was unsuccessful due to kinking of the device and vessel tortuosity. The device was explanted after unsuccessful attempts at placement. The patient was reported to have obesity and significant vessel tortuosity, which likely contributed to the difficulty in advancing the device. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.

Event description:
It was reported that implantation of an impella cp was aborted because the device kinked during insertion. The patient was in stable condition and a new impella cp was implanted. This is one of two related reports. This report addresses the first impella cp. Another report was submitted to address the second impella cp. Refer to section h10 for the related report number.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention. Section: warnings & cautions: cautions. ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings. ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿